Event description:
It was reported that during an unknown procedure, the jaw broke off. No piece fell into the patient. The case was completed by using anotehr like device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaw damaged but still present on the device and with the cable cut off. Due to the returned condition, functional testing could not be performed. The condition of the jaw prevented the functionality of the device. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.